Event description:
It was reported that a patient had a revision surgery due to a progression of the arthritis to other compartments of the knee. In addition, the tibial component subsided after being in there for 9+ years. Everything went as planned with the revision surgery. Due diligence has been completed for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: unknown oxford bearing -unknown lot and item#. Unknown oxford femoral-unknown lot and item#. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. The reported disease progression was assessed by a health care professional as follows : disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient¿s risk for progressive osteoarthritis. Additionally, females have an inherent risk. Partial knee replacement is done to decrease pain, and increase flexibility, mobility and overall improve quality of life, as this is one of the least invasive approaches. Patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility. As osteoarthritis progresses a loss of cartilage in the previously unaffected area of the knee has deteriorated to a point in which the patient and doctor may elect to take an approach to convert to a full-knee replacement to alleviate symptoms. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined for the reported subsidence and the disease progression is deemed to be not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.